Event description:
During a cardiopulmonary bypass procedure, the roller pump display went out. No pt injury was reported as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.